Event description:
On (B)(6) 2/22/2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: there were multiple 162 loss of prime warnings observed in the black box with non-zero low force. The pump was exercised pump for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings were duplicated. The force calibration passed testing. The pump case was removed; the force sensor pins were seated and solder connections were intact. There was no damage found to the force sensor flex cable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device